Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, episodes of far-field p wave oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the right ventricular (rv) lead. Diagnostic imaging was performed, but no abnormalities were revealed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.